Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported event was not confirmed. However, foreign material was noted on the forceps elevator. Due to damage on the k-pipe, water tightness was lost. Likewise, due to wear of the angle wire, bending angle in the up and right directions did not meet the standard value. In addition, adhesive on the bending section cover scratch, bending section cover wear, connecting tube scratch, grip scratch, section cover dent, sw1 scratch, suction cylinder shaved, universal cord scratch, standard connector deform, light guide bundle breakage, and plastic distal end cover scratch were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the duodenovideoscope leak was found from the channel during reprocessing. During a standard service inspection of the customer returned device, foreign material was noted on the forceps elevator. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and g3 of the initial medwatch. Correction to g3 of the initial medwatch. The aware date should be 16-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. -due to damage on k-pipe, water tightness is lost. -adhesive on the bending section rubber has scratch. -the bending section rubber has wear. -connecting tube has a scratch. -grip has a scratch. -switch has a scratch. -suction cylinder is shaved. -universal cord has a scratch. -the connector is deformed. -due to wear of angle wire, bending angle in up and right directions do not meet the standard value. -light guide bundle has breakage. -the device cover has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions was not performed completely due to leak from device. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.